Event description:
It was reported that the device shorted. No case or patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a prong was missing in the cable connector. A functional evaluation revealed the cable would not run a powered device. The complaint of shorting was not confirmed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.